Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The eccentric, de novo lesion was located in a moderately calcified and mildly tortuous unknown vessel. The lesion was predilated with an unknown device that reduced the stenosis to 70%. The physician was advancing a 3.5x12mm taxus liberte' drug eluting stent to the lesion, felt resistance and was having to move it 'forward and back' in order to advance the device. The shaft broke approximately 20cm from the distal end of the device. The fracture was contained within the guide catheter, so the two pieces of the stent delivery system were removed by removing the guide catheter. The procedure was completed with another taxus liberte' stent and was postdilated. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - product analysis found that the hypotube was broken 21 centimeters distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the stent delivery system was inspected under magnification and found tip damage but no damage was found on the stent. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The eccentric, de novo lesion was located in a moderately calcified and mildly tortuous unknown vessel. The lesion was predilated with an unknown device that reduced the stenosis to 70%. The physician was advancing a 3.5x12mm taxus liberte' drug eluting stent to the lesion, felt resistance and was having to move it 'forward and back' in order to advance the device. The shaft broke approximately 20cm from the distal end of the device. The fracture was contained within the guide catheter, so the two pieces of the stent delivery system were removed by removing the guide catheter. The procedure was completed with another taxus liberte' stent and was postdilated. No patient injuries or complications occurred. Patient status is satisfactory.